Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country: japan. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that there was an inaccuracy during navigation. A fixation was performed from c2 to c7, and screws were inserted sequentially from c7 using the imaging system. The left pedicle screw (ps) at c4 was displaced, and the wound was closed. A discrepancy of about 5mm to the left was observed only on the left side of c4. A c4 left error inaccuracy occurred only; there were no other c2-7 accuracy problems. It was unknown if there was a delay. There was a delay in the patient waking up from the procedure. The postoperative imaging showed no issues.

Manufacturer narrative:
H6: a software analysis was initiated. There was insufficient information to determine whether a software anomaly contributed to the reported behavior since the logs and archives were not available. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: b5 and d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial lot/sw version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delay before the patient woke up was unknown. There was no reported impact on patient outcome.